Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: custom power wheelchairs. Motor, not able to duplicate issue. Tested brake static torque with a torque wrench and it exceeded 25 inch pounds. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: custom power wheelchairs. Motor, not able to duplicate issue. Tested brake static torque with a torque wrench and it exceeded 25 inch pounds. Both the right and left motors have stripped out brakes.

Manufacturer narrative:
Additional/updated information was added to reflect the other motor being returned to the manufacturer for evaluation. Per the initial evaluation, the motor had a mechanical brake failure, as there was no brake static torque during the bench test. An expanded evaluation was performed. The expanded evaluation report confirmed that the brakes did not engage when the joystick returned to neutral and that the motor shaft was able to be rotated by hand when the motor was at rest. Therefore, the complaint was confirmed; however, the underlying cause could not be determined.

Event description:
The other motor was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, brake failure - mechanical. No brake static torque during bench test. Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, not able to duplicate issue. Tested brake static torque with a torque wrench and it exceeded 25 inch pounds. Both the right and left motors have stripped out brakes.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Both the right and left motors have stripped out brakes.